Manufacturer narrative:
This device is classified as import for export. Therefore, 510k is not applicable. Model eg-1690k is available in the USA with a 510k number k131902. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the ccd module with drive pcb fluid damage. Based on the result, we concluded that it was caused, due to the fluid damage from the ccd module with drive pcb. In addition, our technician confirmed, that the lcb (light carrying bundle) broken, the bending rubber perforated, the insertion flexible tube buckled, the light guide cable buckled, the air nozzle clogged, the segment steel braid deformed, the operation channel (primary) leak, the aft suction tube dirty, the suction channel dirty, the lg air/water socket cylinder dirty, the air/water socket dirty, the objective lens dirty, the lcb distal cover glass dirty, the operation channel (primary) resistance, and the insertion flexible tube spiral closer condition. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).